Event description:
Locking ring unseated before the screw head was at the initial lock down point. Patient outcome: no adverse effect reported as a result of this reported event.

Manufacturer narrative:
Additional part information catalog # 14-521230, lot# 13176j.